Event description:
It was reported that the vns patient passed away on (B)(6) 2004. The cause of death is unknown. Attempts for additional relevant information have been unsuccessful to date. The patient¿s physician was unable to provide any information regarding the patient¿s death.

Manufacturer narrative:
.